Manufacturer narrative:
(B)(4). Patient identifier: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as: 2134265-2015-07847. It was reported that a rotawire fractured and remained inside the patient. Vascular access was obtained via the femoral artery. The non totally occluded, 20x3.5mm, eccentric stenosed target lesion was located in a moderately calcified mid right coronary artery. A 330cm rotawire and a rotablator burr were used and advanced to treat the target lesion. During the procedure, the physician attempted to cross the lesion directly without using microcatheter. After ablation, the physician pulled the wire and the burr out and noticed that the rotawire was broken. The broken fragment of the wire was left inside the patient and physician deployed a 2.25x13mm non-bsc stent to press the wire against the lumen. The procedure was completed with another of same device. No further patient complications were reported and the patient's status was stable.